Manufacturer narrative:
Delete previous entry of "lpn, product supply coord perinatal svc." The customer¿s complaint that the tubing came apart at the drip chamber was confirmed. Visual inspection noted that the vinyl tubing was completely separated from the drip chamber. Visual inspection under microscope noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement during the manufacturing process. Functional testing was not performed due to the tubing being separated at the component engagement. Fluid was leaking from the separation. The root cause of the separation was a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the tubing came apart at the drip chamber while in use. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.